Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems. (B)(4). Only the sampling line was returned for investigation. The line was visually inspected and no anomalies were observed. Leak testing was attempted but the line would not hold pressure. A leak was observed coming from the angled luer connector. Visual inspection of the connector confirmed a crack in the line. The issue has been known to occur from over tightening of the luer connector on the manifold. A review of the device history record confirmed there were no anomalies. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that the sampling manifold line leaked during prime. The product was changed out, and the procedure was completed successfully without delay. No patient involvement as this occurred during prime. Product changed out. Procedure completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 20, 2015.(B)(4).all available information has been placed on file in quality management for appropriate tracking, trending and follow up.